Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Catheter found to be broken under the cuff.

Manufacturer narrative:
One 15.5f x 28cm titan catheter was returned for evaluation. The device has been forwarded to the contract manufacturer for further evaluation. Sample review: a leak test shows a leak from two holes in the cuff area. The lumen was cross sectioned and all dimensions were found to be within specification. The failure could be reproduced by perforating the lumen at the cuff with a needle. The samples were rejected during the leak test using a uson machine. Root cause: based on the sample review and investigation the leakage was caused by a pin hole on the lumen tube on the section where the cuff was adhered due to an anomaly during product use in the field. Failure mode was not found related to the current manufacturing process. The product is 100% leak tested prior to release and this type of failure mode can be detected. Complaint and ncrs databases were reviewed and no report or trend on the part related to this failure mode was found.